Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator had a faulty display. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.